Event description:
Baxter (B)(4) received a report that an infusor leaked at the fill port during filling. The device was being filled with a solution of saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation containing approximately 60 ml of fluid in the reservoir. During visual examination of the device, the fillport cap was removed, but a leak/backflow was not observed. However, during functional testing the device was being filled with colored water when a leak was observed at the fillport due to a crack line on the fillport. The root cause of the cracked fillport was determined to be excess force on the fillport during filling operation. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.